Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that on an unk date the plaintiff was implanted with an ams monarc to treat "a condition that required surgical intervention for repair." Plaintiff's attorney alleged that "after and as a result of the implantation" of the mesh the plaintiff has "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of their internal bodily tissue, dyspareunia, painful scarring, additional surgery, and other injuries." The plaintiff's attorney also alleged that the plaintiff suffered, "debilitating injuries" from the synthetic mesh including, "hardening, chronic pain, worsening urination;" that required and will require healthcare. The plaintiff's attorney further alleges that the plaintiff has and will suffer mental anguish and a diminished capacity for the enjoyment of life and other damages.